Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. H4 unknown

Event description:
Additional information received by smiths medical/ICU on 15-march-2023 via email and attached to complaint object: updated date of event to february 26, 2023.

Event description:
It was reported that the pump had 'no disposable' alarm. The cassettes were switched and the alarm was still running. Patient thinks this might be a cassettes issue, but confirmed that their other pump is working with no issue. No patient injury reported.

Manufacturer narrative:
Device identification and protocol number are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.